Event description:
Caller reported that insulin gauge displayed an amount different from what was expected. There was no adverse impact to the customer's blood glucose level. Caller completed necessary steps to remove air and used room temperature insulin but experienced a fill estimate issue showing 110 units instead of 215 units. Despite the difference, caller declined to load a new cartridge and chose to continue using the current one, planning to follow up if necessary.